Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue (clip did not move in the appropriate direction steering) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was being performed to treat degenerative mitral regurgitation with a grade of 4. After the clip delivery system (cds) was inserted to the steerable guide catheter (sgc) the clip did not move in the appropriate direction steering. After multiple maneuvers and after having aligned the blue lines of the sgc and the cds twice, the physicians decided to exchange the cds for a new one. There was no consequence for the patient. Two clips were successfully implanted, reducing mr to grade 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was being performed to treat degenerative mitral regurgitation with a grade of 4. After the clip delivery system (cds) was inserted to the steerable guide catheter (sgc) the clip did not move in the appropriate direction steering. After multiple maneuvers and after having aligned the blue lines of the sgc and the cds twice, the physicians decided to exchange the cds for a new one. There was no consequence for the patient. Two clips were successfully implanted, reducing mr to grade 1-2.